Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the time was missing on hl7 messages. A technical support specialist (tss) reviewed the hl7 message received from electronic privacy information center (epic) and confirmed that the admit date and expected admit date were sent with a date only and no time, which caused the admission to parse as the next day at midnight. The bd interface team confirmed this behavior and advised that epic must resend the hl7 message with pv1.44 reflecting the correct admission date and time, as the admit date and time cannot be manually forced on the es side. The system functioned as intended after the technical support investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient admitted in electronic privacy information center (epic) would not appear in station, and the admission date could not be adjusted or retriggered. As a workaround, the patient was added temporarily, requiring use of critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.